Event description:
The customer reported there were problems with the hard drive. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the hard drive. The unit is operating as intended.